Event description:
Info rec'd indicates, the head hi/low down is drifting down slowly.

Manufacturer narrative:
The technician found a faulty emergency trend valve. The technician replaced the emergency trend to repair the bed.